Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis was determined to be inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sw kit 9735740 stealth s8 spine. On-site functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site took a spin and was inaccurate. Another spin was taken and accuracy was good at that point. There was less then an hour delay to the procedure. There was no impact on the patient's outcome.